Event description:
A healthcare professional reported that a patient was injected with 0.5 mL of Juvéderm® VOLITE¿ on each side. That evening the patient started to complain about pain and swelling. Two days later the patient complained of pain, swelling, and pustules and there was a change in the color of the injected areas to purple. Recently the HCP treated the patient with 4 mL of hyaluronidase and the patient started taking antibiotics.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.